Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events. No battery cap was returned, and a test battery cap was able to fit to maintain electrical connection. Evidence of moisture corrosion was observed inside the pump, and inside the ir window. A leak test failed due to a battery compartment leak. The pump¿s ¿ez-prime¿ steps were performed correctly with no power interruptions occurring during the investigation. The pump¿s cover was removed, and further moisture corrosion was found to the cgm module, ir port, and to the power printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.